Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. A field service engineer found that the station was not communicating after an attempted station name change. The speed and duplex settings were modified, which disconnected the tsc. The fse then changed the speed and duplex settings to auto-negotiate and attempted a data sync, but the sync failed to complete. After multiple attempts, the station was successfully synced to the server. The customer logged in and was able to configure all the drawers. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station required reconnection to server for dispensing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.